Event description:
It was reported that the patient presented to the clinic with complaint of sharp atypical chest pain which worsened with inspiration and physical exertion. Echocardiogram showed a trace pericardial effusion and computerized axial tomography (CT) chest scan revealed a small volume bilateral pulmonary emboli. The patient was admitted for IV anticoagulation, followed by oral anticoagulation after discharge. The patient was also given steroidal anti-inflammatory for pleuritic chest pain. The left ventricular (lv) lead remains in use. The patient is enrolled in the product surveillance registry post-market clinical study. No further patient complications have been reported as a result of this event.